Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, and lymphadenopathy.

Event description:
Patient's representative reported "high-grade" capsular contracture - baker grade unknown, pain in the breast and armpit areas, swollen axillary lymph nodes, panic attacks, joint pain, significant muscle pain, back and shoulder pain, extreme headaches, poor concentration and memory loss, sleep disorder and fatigue, forgetfulness, hair loss , irritability, depression, auto immune disease, dysregulation of the thyroid, significant feeling of tension in the chest and inflammation of the pseudocapsules with leakage of implant. Device has been explanted. This relates to the right side

Event description:
The following events have been determined to be not non-device related: ¿joint pain, significant muscle pain, back and shoulder pain¿, ¿extreme headaches¿, "fatigue¿, "panic attacks¿, ¿poor concentration¿, ¿memory loss¿, ¿sleep disorder¿, ¿forgetfulness¿, ¿hair loss¿ , ¿irritability¿, ¿poor eye sight¿, ¿depression¿, ¿auto immune disease hashimoto¿ and ¿dysregulation of the thyroid¿.

Manufacturer narrative:
B5, device evaluation: based on the device analysis grid, the assessments of the complaint are: inflammation/irritation: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Autoimmune/connective tissue disorders ¿ ndr: not applicable as the event is not related to the device. Pain ¿ ndr: not applicable as the event is not related to the device. Varied injuries ¿ ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Double capsule: unable to observe as it is a medical event not related to the device. Rupture: no observed openings. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Malaise ¿ ndr: not applicable as the event is not related to the device. Headache ¿ ndr: not applicable as the event is not related to the device. Depression ¿ ndr: not applicable as the event is not related to the device. Additional observations: deformation observed. Yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.